Manufacturer narrative:
The lot number was provided and a lot history review has been performed. The device was not returned, therefore the investigation is inconclusive for the alleged issue. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq7572j pta balloon dilatation catheter allegedly experienced peeled material. This information was received from one source. One patient was involved and there was no reported patient injury. The male patient is (B)(6) years old and weight was not provided.